Event description:
Livanova USA received a report of atrasump tip disconnection during a procedure. There is not report of any patient injury.

Manufacturer narrative:
Patient information was not provided. Livanova USA inc manufactures the I suction products, sumps, atrasump. The incident occurred in (B)(6). At the submission of the case, the customer has provided picture of the disconnected atrasump. The units were requested for investigation. Follow up information with the customer confirmed that no problem could be identified by the user until the tip detached in the patient¿s chest. The tip was retrieved with no harm caused to the patient. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
The complained cannula has been received at livanova facilities (sorin group italia) and sent to decontamination as per livanova internal procedure on blood contaminated goods. The decontaminated device is under investigation. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
See intial report

Manufacturer narrative:
Livanova received a report stating that, during the procedure, the tip of the su-29602 suction sump cannula came off. No patient was affected. The DHR review highlighted that the complained lot was released conforming to specifications. The unit has been requested for investigation and received in arvada. Inspection of the disconnected part (site between the connector and the tubing) suggested that the seal has been done with a thin layer of adhesive. Dimensional analysis of the critical dimensions for this connection were found to be in specification. Review of the livanova complaint database identified in total 4 similar events related to this type of cannula. Based on livanova investigation, it cannot be ruled out that the root cause of the tip detachment is related to a manufacturing deviation during the assembly phase. To prevent reoccurrence, a CAPA project was launched. Livanova will keep monitoring the market.

Event description:
See intial report

Event description:
See initial report.

Manufacturer narrative:
In the frame of the CAPA project, additional investigation of the bond between the connector and tubing has indicated a strength limit related to the adhesive bond between these components due to the design of the connector. To increase the tip to tube pull strength, design changes of the connector are under investigation. The risk remains in the acceptable region. Livanova will keep monitoring the market. Investigation conclusion has been updated accordingly.